Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Additionally, the wall adapter was damaged. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 117 mg/dl. Replacement cable and adapter were sent to customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.